Manufacturer narrative:
Patient weight was requested but was not provided. Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing with the device; however, a portion of the external driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received multiple controller fault alarms after having reportedly dropped the system controller. The system controller was replaced when device interrogation revealed a flow of 0 lpm, speed of 3300 rpms and power of 25.5 watts. Pump stoppages appeared to be occurring only while the lvad was connected to the power module. The patient was reported to have been asymptomatic. The manufacturer's technical services representative reviewed the provided log file and confirmed several low speed/pump stop events while connected to the power module patient cable. On (B)(6) 2016, technical services arrived onsite for a driveline evaluation. Speed drops or pump stops were unable to be reproduced during the evaluation; however, x-ray images provided showed a thinning of the driveline at the distal end of the driveline connector and a small tight internal loop near the pump. An external driveline replacement was performed on (B)(6) 2016. Post repair, there were speed drops with patient upper body movement. It was reported that the patient was sent home on an ungrounded cable. No further information was provided.

Manufacturer narrative:
The reported event was confirmed based on the evaluation of the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could be indicative of a compromised driveline; however, no damage was identified through the examination of the returned distal segments of the patient¿s driveline. Two distal driveline segments measuring 8.5 inches and 23.5 inches, respectively were returned for evaluation. The segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket had separated from the metal connector of the 8.5 inch segment of driveline. The silicone jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Visual inspection of the drivelines did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The drivelines were then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and the test did not reveal any areas of current leakage. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.